Event description:
During routine f/u on (B)(6) 2012, the following warning message was displayed upon interrogation: "the device was reinitialized 2 times since the beginning of life. Last reset date: 30 july 2012." In addition, the physician requested explanation related to the battery curve.

Manufacturer narrative:
On (B)(4) 2012: this event concerns a device that was mfg and used outside the u.s. Analysis is pending.